Manufacturer narrative:
The manufacturer received the devices with heated tubing for evaluation. The investigation of the received devices could not confirm the complaint of the heated tubing (ht15) overheating and causing burns to the user. The external and internal inspections revealed no thermal damage, melting, or smoke damage inside or on the exterior of the devices.the devices passed all testing and functioned as designed. There was no overheating of the devices or of the heated tubing. All temperatures during were within specifications. Black contaminates were found inside and outside of the machine and on the device filter, consistant with dust/dirt. Patient data indicates the date of last usage was 8/14/2021. The report also indicates the heated tube temperature was set to off , the humidifier heat plate was set to off and humidifier mode was set to adaptive. There was no odor of smoke on or in the devices or heated tubing. Based on the information available, the manufacturer concludes no further action is necessary.

Event description:
The manufacturer became aware of an allegation from a user that a thermal event resulting in second degree burns occurred during usage with the heated tubing attached to the dreamstation auto bipap. User alleges burns on the chest, arms, back of neck, throat, wrists and hands resulting in hospitalization for 4 days. User had received this tubing in (B)(6) of 2021. User alleges machine was smoking where the heated tubing plugs into the device. The user was discharged home with a prescription for silvadene cream 400 mg and pain pills for the burns. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow up report will be filed.